Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 216-217 mg/dl. The customer changed the cartridge and infusion set multiple times to address the occlusion. In addition, it was reported that a minimum fill notification occurred after the user filled the cartridge with 260 units of insulin during the load sequence. The customer changed the cartridge to resolve the issue. During the load sequence, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer loaded a new cartridge to resolve the issue. Subsequently, after loading a new cartridge, it was reported that the fill estimate was inaccurate. The customer declined to troubleshoot with tandem technical support.